Event description:
The returned device was identified as iunihg gold-tite screw.

Manufacturer narrative:
One certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual inspection of the as returned product identified wear at the screw body, threads, and drive feature. The item is not noted to be fractured. DHR review was completed for the subject lot number 1220161. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 1220161 for similar event and no other complaint was identified. April post market trending was reviewed and there were no negative trends or corrective actions for the reported event(s) (screw fracture) or device(s) (iunihg). Therefore, based on the evaluation, device malfunction did not occur and the reported event was unconfirmed following inspection. A definitive cause could not be identified; however, the probable causes are not applicable to the reported event since the device malfunction did not occur and the event is unconfirmed through visual and physical inspection. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device was not returned.

Event description:
It was reported a suspected fracture of an unknown gold screw. Implant remains implanted. Tooth location 30.